Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead tripped the lead safety switch due to unknown impedance measurements. All impedance measurements were normal; however, noise was recreated with arm movement. Noise was also noted on the electrograms following the lead safety switch, no adverse patient effects were noted.